Event description:
Hosp advised that a 500cc bag of heparin was set up to infuse on channel b at a rate of 14ml/hr, and a 1000cc bag of d5w was set up to infuse on channel a at a rate of 75cc/hr. At 6:00 a.m. At 7:05 the nurse observed that 430cc of heparin had infused. The primary physician and nursing supervisor were notified and a hematologist consulted. Labs were drawn and a CT scan of the pt's head were taken. The pt was flown to the hosp where pt expired.